Event description:
It was reported to boston scientific corporation that an obtryx system was used during a mid urethral sling procedure on (B)(6) 2010. According to the complainant, post procedure, the patient experienced urinary retention. The sling was loosened to remedy this. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a mid urethral sling procedure on (B)(6) 2010. According to the complainant, post procedure, the patient experienced urinary retention. The sling was loosened to remedy this. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.